Manufacturer narrative:
Samples received, additional lot added to report. New device evaluation performed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9149939. D.4. Medical device expiration date: 2024-05-31. H.4. Device manufacture date: 2019-05-29. D.4. Medical device lot #: 8344529. D.4. Medical device expiration date: 2023-12-31. H.4. Device manufacture date: 2018-12-10. H.6. Investigation summary: customer returned one (1) loose 31gx8mm, 0.5ml bd insulin syringe from an open polybag from lot 8344529. Consumer reported needle did not draw the insulin. The returned syringe was examined, then tested for flow: the syringe was not able to draw properly. A wire test was then performed: the wire could not make it through the length of the cannula because of a hard material inside the cannula. This clog would be the cause for the syringe to not draw properly (as reported). A review of the device history record was completed for batch # 9149939 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200821462] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8344529. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for clogged cannula. There were three (3) notifications noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1405307, "on (B)(6)2020 , holdrege received (1) loose, 0.5 ml 31 g x 8mm insulin syringe in a poly bag from batch lot # 8344529. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of the (1) syringe returned from the customer appeared to have adhesive clog inside the cannula. A wire test was then performed: the wire could not make it through the length of the cannula because of a hard material inside the cannula. This clog would be the cause for the syringe to not draw properly (as reported). Process: ¿ the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. ¿ during the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. ¿ the cannula is then re-inserted into the hub with vacuum. ¿ the pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. A review of the device history record was completed for batch # 9149939 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(6)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8344529. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(6)] noted for clogged cannula there were three (3) notifications [(B)(6) noted that did not pertain to the complaint. No root cause determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It has been reported that the bd¿ syringe 0.5ml 31ga 8mm ufii 10bag 500cs has been found experiencing inability to deliver insulin during use. The following has been provided by the initial reporter: it was reported that sugar level was high over 400 and he thinks the needle may not have worked. Verbatim: he reported his sugar was high. Over 400, didn't not seek medical attention. He thinks the needle may have not worked. He stated he takes four shots a day. Incident date-unknown occured-once item# 328468 lot# 9149939 c; expiration date- 2024-05-31; manufactured year 2019 consumer uses the new syringes each time of his injection. He stated he visually sees the needle is straight. He stated he rotates the injection site. He uses upper thigh and left and right arm. He also stated he had recently reported an issue about needle being detached.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level c investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_4__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not working) and hyperglycemia on lot # 9149939. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9149939 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd¿ syringe 0.5ml 31ga 8mm ufii 10bag 500cs has been found experiencing inability to deliver insulin during use. The following has been provided by the initial reporter: it was reported that sugar level was high over 400 and he thinks the needle may not have worked. Verbatim: he reported his sugar was high. Over 400, didn't not seek medical attention. He thinks the needle may have not worked. He stated he takes four shots a day. Incident date unknown. Occured-once. Item# 328468. Lot# 9149939 c; expiration date- 2024-05-31; manufactured year 2019. Consumer uses the new syringes each time of his injection. He stated he visually sees the needle is straight. He stated he rotates the injection site. He uses upper thigh and left and right arm. He also stated he had recently reported an issue about needle being detached.